Event description:
On (B)(6) , 2010, a neonate with meconium aspiration was started on inomax via inomax ds device #(B)(4). The respiratory therapist reported, the device had fluctuating nitric oxide (no) readings from minus 5 to 40 parts per million (ppm). The device was switched out, and the respiratory therapist stated there was no impact to the pt and no adverse event occurred. The disposables were changed and a low and high calibration was done and passed. The injector module (im) and cable were also changed. On room air, the no reading fluctuated between minus 5 and 15 ppm. The device was removed from service by the customer and returned to the company for investigation. The neonate was later started on extracorporeal membrane oxygenation (ECMO) for the pt's severe hypoxemia from meconium aspiration. The respiratory therapist was not certain whether the pt was continued on inomax with ECMO. The respiratory therapist stated that the ECMO was due to the pt's medical history and was not caused by the inomax therapy or the device failure.

Manufacturer narrative:
On (B)(6), 2010, a respiratory therapist reported that inomax ds, #(B)(4) had erratic nitric oxide (no) readings while in use on a pt. The device is in transit for investigation. The supplemental report will be submitted within 30 days of completion of the investigation.